Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Note: (B)(6). Note: the date of event is unknown and was reported as ¿last quarter of 2019¿. (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient underwent a breast augmentation revision with mentor memorygel breast implant 255cc on the left and with mentor memorygel breast implant 235cc on the right breast and suffered from bilateral capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
On 3/9/2020, it was reported to mentor that the date of problem observed was (B)(6) 2019 , the date of removal was (B)(6) 2020 , the left side baker grade: I right side baker grade: IV capsular contractures. Since the left side was baker grade I, capsular contracture code was removed per proper codification. Manufacturer¿s reference number: (B)(4).